Manufacturer narrative:
(B)(4). The complaint device was returned for analysis. A visual examination of the device found a break in the nitinol of the direxion catheter 34.5cm from the hub and blood in the y adapter which was connected to the blue guiding catheter and on the hub of the blue catheter. An attempt was made to remove the direxion catheter from the blue catheter and it was found to be stuck in the blue catheter. In attempting to remove the direxion catheter, some blood was removed from the blue catheter. Blood was also flushed from the direxion catheter. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause has been determined to be use/user error as the dfu states: ¿flush the microcatheter lumen and guiding catheter prior to and during use. Do not allow the microcatheter to dry once it has been hydrated.¿ ¿it is recommended that a continuous saline flush be maintained between the microcatheter and the guidewire during the procedure. Flushing prevents contrast crystal formation and/or clotting on the guidewire and in the catheter lumen.¿ (B)(4).

Event description:
Reportable based on device analysis completed on 15dec2014. It was reported that advancement and withdrawal resistance occurred. The patient was undergoing a y90 deployment of sirtex nuclear beam procedure to treat the hepatic artery. The anatomy was noted to be mildly tortuous. The physician encountered difficulties upon advancement of the direxion hi-flo microcatheter over a fathom wire. When the procedure was completed, resistance was encountered when retracting the direxion hi-flo into a non bsc catheter; therefore the whole system was withdrawn. It was noted that continuous flush was not maintained. There were no patient complications reported and the patient¿s status is fine. However, device analysis revealed the shaft fractured.